Event description:
The technician reported the bed could not send a nurse call. The bed was located in plant operations at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the universal television junction box power control board assembly was not functioning. The most likely cause is normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the universal television junction box power control board assembly to resolve the issue. Based on this info, no further action is required.